Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant it was discovered that the right ventricular lead was placed in the coronary sinus. The lead was repositioned successfully. The patient's condition was good post procedure.